Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have a dislodged ceramic sleeve. No missing material. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure that the tip of the permanent cautery hook instrument broke. The fragment was reportedly retrieved during the procedure. The procedure was able to be completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information, however, no further details had been received as of the date of this report.